Event description:
It was reported that the new replacement of purewick urine collection system has no suction ((B)(4)). It was also reported that the purewick urine collection system was very loud ((B)(4)) and had burning odor ((B)(4)). It was noted that the patient had been using the purewick products for less than 90 days. As per the cardinal health email on (B)(6) 2022, it was reported that there was a loud noise from the purewick urine collection and there seemed to be a burning smell. Per sample received on (B)(6) 2022. The sample returned serial number do not match the record. The customer returned a sample with serial number (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the new replacement of purewick urine collection system has no suction. (Serial#(B)(6) ). It was also reported that the purewick urine collection system was very loud (serial#(B)(6) ) and had burning odor (serial#(B)(6) - ). It was noted that the patient had been using the purewick products for less than 90 days. As per the cardinal health email on 10mar2022, it was reported that the there was loud noise from the purewick urine collection and there seemed to be a burning smell. Per sample received on 18apr22, it was noted that the purewick urine collection system (serial no. (B)(6) ) was received for evaluation (no suction, noise and burning odor).

Manufacturer narrative:
The reported event is unconfirmed, as the reported event could not be reproduced. The device met relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. A bd purewick urine collection system, pump tubing, collector tubing, collection canister with lid, and external power cord were returned. There were no cracks present. There was no residue present. The stop valve was working properly. There was light and sound indicating function. Throughout the duration of this evaluation, there was no presence of burning smell or odor from the device. The device was also opened up to gauge any burn damage. There was no residue or burn damage on the inside and it was relatively clean. The device passed with a value of 2.288 slpm. Once the system was powered on and ran for 30 seconds, the device passed by showing a 500g increase in 16.37 seconds. The DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no further action is required. As the reported event is unconfirmed, a labeling/packing review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.